Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy procedure, the cartridge was connected to the device, then it was placed on the tissue and the device's jaws closed. The device's jaws opened and displaced, then the jaws were unable to close properly. The procedure was completed with another device. There was no patient injury.